Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a review of the last basal delivery was on (B)(6) 2013. Data from the reported event date was found to be overwritten in the black box history. There was no evidence of ¿loss of prime¿ in the pump alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The ¿ez-prime¿ steps were successfully performed on the pump. The pump was exercised for 24 hours with no ¿loss of prime¿. The force sensor was found to be within calibration. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, the battery compartment was found to be cracked extending from threads down to the finger pad. No damage was found to the battery cap; the battery cap secured tightly to the pump. The pump¿s cover was removed; no intermittent conditions were found to the force sensor or to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating starting on (B)(6) 2013, she experienced a blood glucose (bg) value of 27 mmol/l with moderate ketones, mild thirst and was very thirsty. The patient stated about a week ago, the pump had emitted multiple ¿loss of prime¿. The patient reportedly changed the cartridges at least 3 to 4 times and the pump continued to emit the warning. The patient reportedly disconnected from the pump and used pens as an alternate source of treatment. The patient's bgs reportedly went down to a normal range of 6 to 7 mmol/l after using the pen. The patient stated she was able to perform the rewind, prime and load steps on the pump with no issues and was able to see insulin come of the tubing. The patient denied damage or moisture to the pump. The battery cap reportedly was able to secure tightly to the pump. Customer support (cs) reviewed the pump history and one ¿low battery¿ alarm was noted on (B)(6) 2013 and another ¿low battery¿ was noted on (B)(6) 2013. Additionally, it was noted that on (B)(6) 2013, one ¿low cartridge¿ warning had been emitted. Troubleshooting indicated that there were no significant alarms noted in the pump alarm history related to the ¿no prime¿ warnings. This complaint is being reported based on the following reasons: the patient experienced a hyperglycemic event while on insulin pump therapy and due to the allegation that the pump emitted multiple ¿loss of prime¿ warnings.